Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the patient's surgery was performed with dr. At the time used the staple gun with its 35 vascular recharge and it works well and when suturing the already used staple it blocks and is impossible to remove. It is reported that another input is passed which works well and it is possible to change the recharge. The surgery warehouse is informed and another supply (stapler) is requested and the medical home support is called. There was no surgical delay reported and completed successfully. No patient consequences were reported.